Event description:
Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as fold flaw opening and observed missing shell assessed as inconclusive. ¿ cyst: unable to observe.

Event description:
Healthcare professional reported right side rupture, cysts diagnosed by ultrasound. The event of 'cysts' is not considered device related. Device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported right side rupture and cysts diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, right side rupture and cysts. Diagnosed via ultrasound. Device remains implanted.